Event description:
It was reported that the customer needed a replacement insulin pump due to the piston not working correctly, and the boluses not being delivered. Later, the customer called to report that he was hospitalized due to diabetic ketoacidosis. The customer declined troubleshooting, and requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor. Unable to perform the occlusion and excessive no delivery tests due to the prime anomaly. The insulin pump passed the displacement test.